Event description:
It was reported to boston scientific corporation that a radial jaw 4 large capacity biopsy forceps device was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the procedure one pullwire separated from the jaw and the jaws failed to open. No part of the device detached within the patient. The procedure was completed with another radial jaw 4 large capacity biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine

Event description:
It was reported to boston scientific corporation that a radial jaw 4 large capacity biopsy forceps device was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the procedure one pullwire separated from the jaw and the jaws failed to open. No part of the device detached within the patient. The procedure was completed with another radial jaw 4 large capacity biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination found that the device returned with the needle tail bent. Functionally, the jaws were able to be opened and closed with no issue. No abnormalities were noted with the device riveting and welding which were within specifications. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation found that the needle tail was bent. There are controls in the manufacturing process that exist to limit product performance issues so the damage likely occurred due to anatomical/procedural factors. Therefore, the most probable root cause is operational context. However, an investigation is underway to address tail bent issues. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4) for the reported event of wire broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.